Event description:
It was reported that noise was observed on the atrial lead. The noise could be reproduced with isometrics. No further actions were taken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.